Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Literature citation: amen nigussie, naveen amabti, omar elghawy, james patrie ms, joseph bogaard md, yevgeny shildkrot md. Incidence and risk factors for extremes in intraocular pressure after rhegmatogenous retinal detachment repair with pars plana vitrectomy. Investigative ophthalmology. Jun/2022, volume 63, pages 3445-f0345. The manufacturer internal reference number is: (B)(4).

Event description:
A literature article revealed that after one week of using sulfur hexafluoride and silicone oil the patient experienced with acute hypotony.

Manufacturer narrative:
No further information was able to be obtained (at this time). With no additional, related information provided, the reported event was not able to be confirmed. Bases upon the information provided (at this time) , the root cause cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).